Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa and clip opening while locked could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not performing the second efaa check prior to clip deployment. It should be noted that the mitraclip instructions for use states "prior to clip deployment, under section 32.0 clip deployment step 32.1 deployment step 1, establishing final arm to be performed before removal of lock line¿. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿two fluoroscopic videos of the reported device was provided. The first video shows the clip attached to the delivery catheter (dc) shaft indicating it was taken pre mechanical separation of the clip. At the beginning of the video (00:00 mark) the clip arm angle appears to be ~10° - 20°. As the video progresses, the clip arms slowly open in a smooth manner; at the end of the video the clip arm angle is ~35° - 45°. The stated angles in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. However, it is apparent that the clip arms are actively opening in the first video (taken pre-deployment). Presumably, the first video was taken during active deployment (mechanical separation) in which it was reported that "it was noted to have opened from 10 degrees to 20-30 degrees" and aligns with the incident details. The second fluoro video shows the fully deployed clip with no delivery system in view indicating the video was taken post deployment. The clip arm angle appears to be ~35° - 45° and is consistent with the angle observed in the end of the first video, with no noticeable change. There are no additional observations based on the cine provided.¿ (reference pre-investigation task cine review within the complaint record).

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructionsna.

Event description:
This will be filed to report a clip that failed to establish final arm angle (efaa) and opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. It was noted that while performing the efaa test, the clip opened from 10 degrees to 20-30 degrees. The physician suspected it was due to patient anatomy. So the physician opted not to do the final efaa test and implanted the clip against instructions for use. After the clip was deployed, it was noted to have opened from 10 degrees to 20-30 degrees. The procedure was then concluded with a resulting mr of grade 1+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.